Event description:
The physician informed distributor thar these two rate sensing leads were removed from service because of insulation failures. The patient's second rate sensing lead inches of insulation sloughed off and that the wire was exposed. The second lead had a frosty/milky coloring around the lead in the same area. The physician implanted a bipolar endocardial (travenous) lead to replace the two unipolar myocardial (epicardial) leads. The two unipolar myocardial leads were capped and remain implanted.device labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.